Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Per the instructions for use (IFU) and patient manual: outlines guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported anemia; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to this type of event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was stated that the patient was admitted to hospital on (B)(6) 2013 from clinic with 2 week history of black tarry stools and ep. Patient was seen in gastroenterology clinic (B)(6) 2013, rectal exam showed brown stools and was planned to have an egd and colonoscopy, done on (B)(6) 2013 with negative active bleeding. Video capsule endoscopy done on (B)(6) 2013 was negative for active bleeding. Patient was having episodes of fatigue and lightheadedness. Esophagogastroduodenoscopy (egd)/colonoscopy results reviewed a 15 mm single polyp was found in the ascending colon (211.3); removed by snare cautery polypectomy but no active bleeders found- patient underwent capsule endoscopy; no active bleeding or blood, was seen in the small bowel. When seen patient states that his fatigue is improving and that otherwise he is able to carry out all activities of daily living without experiencing limitations from shortness of breath. No orthopnea, pnd or cough with decumbency. No lightheadedness, palpitations, near-syncope or syncope. No recent ICD shocks. His ICD is followed regularly. He reports good appetite, without nausea, bloating or early satiety. No changes in abdominal girth, but he reported dark stools as above. No chest pain with exertion or otherwise. His weights at home have been stable. No fevers, chills. He changes the driveline site dressings as instructed and reports that the site is free of erythema, swelling, redness and discharge. Vad parameters have remained stable with baseline power of about 5 watts, no alarms, power surges or speed drops. No lvad alarms. Patient was discharged without further incidence. No further information available.